Event description:
It was reported that during percutaneous transluminal angioplasty, a balloon rupture occurred. The 90% stenosed target was located in a shunt in the moderately calcified and moderately tortuous forearm. A 6.0 x 40, 75cm mustang balloon catheter was inflated at 24 atmospheres during the first, second and third inflation. Upon the fourth inflation the balloon ruptured at 20 atmospheres. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).